Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated leads were stuck in the device header. Damage to the header was sustained while releasing the leads. The leads were not damaged and remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was damaged and detached. Microscopic visual inspection showed no irregularities in the lead barrels and all setscrews moved freely. Evidence of silicone to silicone bonding was found in the ventricle channel of the inner and outer seals. Electrical testing was not able to be performed due to the condition of the device. No other adverse events have been reported. This product issue will be updated if additional information is received.